Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 4, 2019 - november 5, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed a ruptured bladder and a separated/loose coil cap. No signs of malformed housing were observed from the photos. Due to the nature of the sample, no additional testing could be performed. The reported conditions were verified. The cause of the conditions was not determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the latex of a small volume folfusor detached from the bottle and resulted in a leak. This occurred during setup, prior to patient use. There was no patient involvement. No additional information is available.